Manufacturer narrative:
Section d4: device serial number was not provided, so the expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a controller exchange on (B)(6) 2025. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange on (B)(6) 2025 was not confirmed. The submitted lvad event log file contained data from (B)(6) 2025, and the submitted lvad periodic log file contained data from (B)(6) 2025 to (B)(6) 2025. The system operated as intended throughout the log files. The log files did not capture data consistent with a controller exchange. Multiple attempts were made to obtain additional information regarding the serial number of the controller exchanged, the cause for the exchange, if additional log files were available, troubleshooting steps, if the event resolved, and if any product would be returned; however, no additional information was provided and to date, the controller has not been returned for further analysis. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate 3 system controller not being reported. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve all alarms on the system controller. Section 2 of the IFU, entitled ¿system operations¿, provides instruction on how to exchange the system controller and advises the user to have a caregiver present during a system controller exchange and/or to call a hospital contact if instructed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.